Event description:
The customer contact reported, the device did not sound and audible alarm tone during an alarm condition. The device was returned to the biomedical engineering department with an unsigned note that stated, "not working". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The device passed testing at the user facility and was returned to clinical service. This report represents all info known by the rptr upon query by hospira personnel.